Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
This emdr is being submitted for an unknown quantity of wafers from an unknown number of market unit. The end user reported that the skin barriers had off-centered opening and did not confirm the current reference number from the box. However, he advised it was the same product having same issue that was reported in a prior complaint. It was unknown whether the product was used on patient. No photo is available at this time.